Manufacturer narrative:
Lead model 3778-60 serial# (B)(4) implanted: (B)(6) 2010 explanted: na. Lead model 3778-60 serial# (B)(4) implanted: (B)(6) 2010 explanted: na. Recharger model 37752 serial# (B)(4). Programmer model 37743 serial# (B)(4). Adaptor model 37092 lot# 240310001 implanted: (B)(6) 2010 explanted: na. (B)(4).

Event description:
The lead migrated cephalad to a point where it was not providing therapeutic benefit. Impedance testing and x-rays were compared to the originals. Reprogramming was also attempted. The lead was pulled back down in the or on (B)(6) 2012. The patient was receiving coverage in painful areas post-surgery.